Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced an 'electrical fault alarm' and 'high watt' alarms on a controller while trying to demonstrate a controller exchange. Evaluation of log files revealed the pump was operating on a single stator. Patient servicing history did not reveal any relevant servicing or reported event that could relate to this event. Evaluated of the driveline connector by the manufacturing representative did not confirm the reported 'foreign material' event, however it did reveal improper installation of the driveline cover. After properly installing the driveline cover the pump restarted on dual stator and continued to operate normally. The controller was returned to the manufacturer for further evaluation which confirmed the reported 'electrical fault' and 'high watt' events. The root cause for the reported "electrical faults" event was found to be improper installation of the driveline cover as a result of user error. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Remediation: heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that a patient experienced 'electrical fault alarms' as well as 'high watt alarms' after demonstrating a controller exchange to a friend. Preliminary analysis of the log files confirmed the event and revealed the pump was operating on a single stator. A manufacturer's representative was sent to the site to troubleshoot the issue. The patient was admitted to the intensive care unit. The patient was prepared for the procedure by being administered two (2) heparin boluses, an arterial line was placed, the blood pressure medications were held, an echocardiogram (echo) was done and an epinephrine drip was available. The manufacturer's representative inspected the driveline cable and connector and established that the pins on the connector were intact but the connector boot had been on backwards. A controller exchange was performed and the connector boot was put on correctly. The controller was returned to the manufacturer for evaluation.